Manufacturer narrative:
Updated fields: a3a- sex a3b- gender h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that the patient experienced an ischemic stroke. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The final angiogram revealed no flow was visible through the stent and thrombus was identified. The physician advanced a catheter beyond the stent and tissue plasminogen activator (tpa) was delivered followed by dilation with an unknown balloon. Subsequent angiography was taken of the cerebral vessels and flow was recognized. Post procedure, the patient experienced minor facial droop with the inability to squeeze left hand. The patient was sent for imaging for further evaluation. No further information was provided to boston scientific.

Event description:
It was reported that the patient experienced an ischemic stroke. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The final angiogram revealed no flow was visible through the stent and thrombus was identified. The physician advanced a catheter beyond the stent and tissue plasminogen activator (tpa) was delivered followed by dilation with an unknown balloon. Subsequent angiography was taken of the cerebral vessels and flow was recognized. Post procedure, the patient experienced minor facial droop with the inability to squeeze left hand. The patient was sent for imaging for further evaluation. No further information was provided to boston scientific.